Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported inability removing the gripper line was confirmed due to an observed knot on the gripper line. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history no other incidents reported from this lot. Based on the information reviewed and the evaluation of the returned device, the reported inability to remove the gripper line appears to be related to the identified knot on the gripper line. A knot on the gripper line may form during the unwrapping/removal process; however, a definitive cause for the observed gripper line knot could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the difficulty removing the gripper line which has the potential to cause or contribute to serious injury. It was reported that during a mitraclip procedure in the patient with functional mitral regurgitation (mr) and a large regurgitant area along the a2/p2 scallop, during deployment of the first clip, the gripper line was unable to be removed. Troubleshooting maneuvers were performed, but were unsuccessful, so the clip delivery system (cds) was removed with the gripper lines still in place. Both ends of the gripper line were then visible outside the hemostatic valve of the steerable guide catheter (sgc). With the cds out of the sgc, the gripper line was able to be removed successfully. There were no adverse patient effects. Mr was reduced from 4+ to 2+. No additional information was provided.